Event description:
Treatment of an ophthalmic aneurysm. It was reported the proximal end of two pipelines were not fully opened during deployment and a balloon was required to open the pipelines further. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model# and lot# of other pipeline involved:model: fa-77500-20, lot: au11-065 - dom: 8/22/2011 - exp: 8/1/2014.(B)(4)